Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) 2007: the patient presented with pre-op diagnosis of failed l4-5 lumbar fusion with dislodged interbody fusion cage. Patient underwent following procedures: removal of l4-5 lumbar interbody fusion cage; l4-5 transforaminal lumbar fusion using peek cage, bone morphogenic protein, and locally harvested bone graft; l4-5 posterolateral fusion using 3-d tsrh instrumentation, bone morphogenic protein, and locally harvested bone graft. Per-op notes, patient complaints of low back pain and left leg pain following a work injury 4 years ago. She injured her neck and back using a pry bar to lift boards that had been nailed into a concrete loading dock. Her radiographic studies revealed that there appears to be a failure of fusion at the l4-5 level. In addition one of the interbody fusion devices seems to have migrated back into the spinal canal applying pressure to the l5 nerve root. A 15-mm peek cage was filled with 2 sponges of bone morphogenic protein. An additional bone morphogenic protein sponge was inserted into the disk space. The peek cage was then inserted into the disk space and positioned anteriorly. Bone pieces from the laminectomy were then packed over the peek cage. Graft calcium hydroxy appetite blocks wrapped in bone morphogenic protein sponges were placed over the transverse processes and lateral fusion mass at l4-5 bilaterally. No patient complications were reported.